Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device could not be interrogated. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.